Manufacturer narrative:
Exemption number e2017014. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that an adverse event occurred while operating the magnetom skyra system. During examination of the abdomen, med rad anesthesia equipment was used for cardiac monitoring while the patient was sedated. The electrodes and ECG monitoring cables were placed directly on the patients skin without any protection. Following the examination, the patient reported pain in the abdominal area and the physician observed a second degree burn to the area. At this time, it is not known what medical treatment was provided.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. Our experts analyzed the images generated during the patient's examination. The complete examination of the patient's abdomen lasted 60.1 min with an active scanning time of 35.3 min. No abnormality was found which would indicate a system malfunction. The complete measurement was performed in the normal operating mode. The sar values were within the limits defined by the mr safety standard (iec 60601-2-33), i.e. The maximum applied sar was 68% of the normal mode limit. The applied rf in this case should not represent a risk under normal circumstances and scan conditions. Furthermore, the patient absorbed 29.3 wmin/kg which is clearly below the limit of 240 wmin/kg defined in the mr safety standard (iec 60601-2-33). No hardware or software problem was found which would explain the reported 2nd degree burn of the patient. The shape and the location of the burns are identical to the ECG cables. It was stated that there was no protection placed between the ECG cables and the patient's skin. To prevent these possible burns a warning notice is implemented in the magnetom family operator manual - mr system - syngo mr e11*, page 90: hot ECG cables! - patient burns- place absorbent natural material between the ECG cables/leads of the peru and the patient's skin. The system was checked by the local service engineer and found to be operating within specification. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.